Event description:
The insulin pump was returned to have functional tests performed. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint and lifted traces on the interface board. Unable to perform the functional tests due to the blank display.